Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the company representative (rep) stated that they did a catheter revision. The catheter was explanted and replaced. They reached out to confirm the calculation for priming of the catheter and a therapeutic bolus of 67mcg. The drug information reads as follow concentration 2000 mcg/ml catheter volume 0.173ml and total prime volume of 0.266ml

Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_cath, serial# unknown, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.